Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on 04/11/2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit will not push the formula through.

Manufacturer narrative:
Submit date: 10/13/2016. An investigation of kangaroo joey was performed for the reported condition of; the unit will not push formula through. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to the unit¿s gearbox. The unit¿s gearbox was replaced to correct the problem. The unit was then fully tested; unit passed all tested. Kangaroo joey pump was manufactured in 2009. A review of the device history record shows this device was released meeting all manufacturing specifications.